Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device did not start. There was no reported patient involvement.

Event description:
It was reported to philips that the device did not start and the paddle tray is broken. There was no reported patient involvement.